Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015 due to reasons unknown as of the date of this report, december 28, 2015. During the same procedure, the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient did not receive benefit from the device, resulting in the decision to explant. The device is not available for analysis. This report is filed january 27, 2016.